Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient from coaguchek pro ii meter compared to the laboratory results. The meter serial number was not provided. This medwatch will cover the unknown test strip lot. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 272170, and (B)(6) for information on the test strip lot 322039. The result from the meter was 6.8 inr and the result from the laboratory was 3.2 inr. The specific date was not provided. The specific time the venous sample was collected for the laboratory was not provided. It was only stated as right after the meter measurement. There was no allegation of an adverse event. Retention test strips (272170 and 322039) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, for each lot two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.